Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer indicated that the insulin pump alarmed no delivery after a battery change and that the display has missing segments and the display screen is difficult to read. The customer also indicated that a failed battery test was received and that the pump would not turn on after a battery change. The customer's blood glucose level was 230 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.